Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) verified the reported issue and replaced the ac reel and power cord. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported prior to use on a patient ac power cord was damaged on cardiosave intra-aortic balloon pump (iabp). No patient was involved. No death or injury was reported.